Manufacturer narrative:
The programmer was sent to a different site for service and repair. This site confirmed that the programmer booted to an error. As a result the main processing unit was replaced, the hard drive was reimaged and software was reloaded. The programmer then passed all functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a software issue and found the programmer was unable to boot properly. (B)(4).

Event description:
It was reported that the programmer could not enter into the work interface. The programmer was returned for servicing. There was no patient involvement.